Manufacturer narrative:
The reported error code 200.5040 is not indicative of a device malfunction. By design it is a safety feature that does not allow incompatible software versions to be interfaced. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The devices were not reported being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Error code 200.5040. Npr - no product returned. The customer stated that there was no patient involvement. It was reported that the devices were transferred between hospitals within their health system and placed in service. Upon connecting the pump modules to the pc units, error code 200.5040 was displayed indicating that the pc units have a different software version that was is being used at the receiving hospital. The issue occurred on over 50 devices. The affected devices were removed from service. As the issue was discovered prior to use.there was no patient involvement.

Manufacturer narrative:
The reported is not indicative of a device malfunction. By design it is a safety feature that does not allow incompatible software versions to be interfaced. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The devices were not reported being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Case #: (B)(6). Npr: no product returned. The customer stated that there was no patient involvement. It was reported that the devices were transferred between hospitals within their health system and placed in service. Upon connecting the pump modules to the pc units, was displayed indicating that the pc units have a different software version that was is being used at the receiving hospital. The issue occurred on over 50 devices. The affected devices were removed from service. As the issue was discovered prior to use. There was no patient involvement.